Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiration date), d9, d10, g4 and h4 corrected: d4 (catalog, UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: pseudotumor, metallosis. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the depuy asr xl fem imp presents marks at the surface, expected due to the metal-metal interaction for around 6 years, additionally signs of extraction were observed at the bottom surface. No signs of metal deterioration nor sings of metallosis were observed on the device. It is worth mentioning, that the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 47 product code: 999890147, lot number: 2711366 and no non-conformance's or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the depuy asr xl fem imp size 47 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 47 product code: 999890147, lot number: 2711366 and no non-conformance's or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: depuy asr xl fem imp size 47 product code: 999890147, lot number: 2711366 and no non-conformance's or manufacturing irregularities were identified.

Event description:
It was reported the patient experienced pseudotumor and metallosis.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 health effect impact code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.